Event description:
Event description guidant received information that this chronic lead displayed an out of range shocking impedance, and an increase in the pacing impedance. During an invasive procedure it was discovered the yoke of the lead was damaged. The lead was surgically abandoned, and replaced with another guidant model. The device remains in service.